Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the tip of the device broke off outside of the pateint. The site used a new similar device to complete the case. No patient consequence was reported.